Manufacturer narrative:
B3: date of event - unk. H11: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity. The lens was explanted and a cataract operation was performed. The problem was resolved. Cause of the event was reported as patient-related factor. The age of the patient and high myopia caused effect of cataract after implantation.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim #: (B)(4).